Event description:
It was reported the physician performed a procedure to close a multifenestrated atrial septal defect. A large inferior defect measured 18mm with stop-flow. A smaller, superior defect measured 12mm with stop-flow. Initial closure was attempted with a single amplatzer septal occluder (aso); however, imaging showed poor alignment with the septum and this device was removed. A 12mm aso was then placed in the superior defect, and a 30mm gore helex septal occluder was placed in the inferior defect. There was a mild residual central leak, but apposition was sufficient with no encroachment of the gore helex septal occluder on the tricuspid or mitral valves. The procedure was concluded with both devices implanted. At an eight month follow up, imaging showed the gore helex septal occluder appeared to be on the anterior leaflet of the mitral valve. The patient was sent to surgery where both occluder devices were removed, and the defect was closed with a patch.

Manufacturer narrative:
The device lot number was not provided; therefore, a review of the manufacturing records cannot be performed.